Event description:
It was reported that the cleo set exhibited a line blocked alarm during use. The tubing appeared kinked. No injury was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.